Event description:
Caller reported a malfunction on the pump, and the specific malfunction code displayed was malf 16- 0x20e6. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump, guiding the customer through the process of using multiple daily injections as a backup therapy. Technical support provided instructions for putting the pump into storage mode before its return and advised on the steps to take upon receiving the replacement pump. The customer understood and acknowledged all instructions, and a replacement pump with updated software was dispatched.